Event description:
Customer called in 2002 to report that the display of their fasttake meter had moisture underneath it. Customer also stated that they could not change the code on the meter. Ccr was not able to resolve this issue and replaced meter. No symptoms or treatment reported.